Manufacturer narrative:
The tcc cast (ID tcc21114) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined since the product has not been returned, and no information has been provided to indicate the product failed or was the cause of patient injury- as the cast is designed to fixate anatomy. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
The customer reported that the patient's tendon snapped while in a tcc cast (tcc21114) for over two months. According to the reporter, the physician advised wearing the cast for that duration.